Event description:
It was reported that there was a thermal event.

Manufacturer narrative:
Alleged failure: emitting a burning smell and not getting passed loading screen. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause could be possible user misuse as stated in the investigation with moisture residue found and/or power board split heatsink. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was a thermal event.